Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. Troubleshooting for the occlusion alarm was unable to be performed due to the customer changing out all the pump supplies. Customer had elevated blood glucose (bg) levels (364 mg/dl). Customer administered a manual injection to address elevated bg levels. System check with tandem technical support was performed and the pump was functioning as intended.